Event description:
It was reported high impedances were measured. All pairs measured greater than 4,000 ohms. Less than 50% therapy relief was noted as well. The lead remained implanted, but was ¿out of service¿ a new lead was implanted. The replacement occurred during a replacement procedure for a normally depleted battery. A follow up report will be sent if additional information is received. Per manufacturer¿s device registry system, the lead was capped.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# v111056, implanted: 2008-(B)(6), product type lead. Product ID 3037, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient. (B)(4).